Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella cp was placed using best practices and left on auto. The patient had to get shocked after the wire and impella were in the ventricle. The impella was left shallow to avoid any further arrhythmias. The patients outcome is stable.